Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet and observed rising blood glucose, attempted a meal announcement, and then changed all infusion supplies, after which alerts resolved. Symptoms included hyperglycemia. Outcomes included return of blood glucose to range following supply replacement and continued monitoring without hospitalization. Investigation included user-directed troubleshooting and education, including guidance to replace all supplies when occlusion alerts occur without an obvious cause. Investigation of this case revealed leakage at the infusion site under the adhesive and a large air bubble in the cartridge, consistent with an infusion set occlusion and insulin delivery impairment associated with the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and supply issues leading to flow obstruction and air in the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.